Event description:
The MFR's device eval results are recorded in section h of this report.

Event description:
This is the MFR's second follow-up report to provide additional info and status involving a product advisory remedial action.